Event description:
The customer reported that the surgeon was dissecting tissue during the lower portion of the colpotomy. The ligasure was ratcheted and activated, upon hearing the confirmation tone, the surgeon extended the knife blade and attempted to open the device. The device was stuck in the closed position and would not open. After five minutes the surgeon used the cutting diathermy to excise the tissue around the jaws and releasing the instrument. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found no defects. The device was received with tissue in the jaws. The jaws opened when forward pressure was applied to the handle. Afterwards, they opened and closed normally using the handle. The knife was activated on a silicone test strip and the results were acceptable. The blade moved smoothly in the knife track. The trigger and blade retracted to home position properly. The device reopened without difficulty after sealing on simulated tissue. The investigation found the device to function normally and within specifications. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.